Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a shock impedance measurement above 125 ohms on the right ventricular (rv) lead. A patient follow up was performed and the shock vector was programmed to exclude the proximal coil. All measurements, including shock impedances, were within normal range. An induction test was scheduled to be performed in order to test the patient's defibrillation thresholds. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was reported that the right ventricular (rv) lead was a non-boston scientific product. Defibrillation threshold (dft) testing was performed at a later date but was unsuccessful. No further testing was performed and the patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.